Event description:
Per complainant, co mfg a biofeedback machine about which it makes treatment promises which exceed the realm of possibility. He feels that claims about its ability to treat diseases such as diabetes, allergies, etc are not true. The complainant worked for the co. Complainant quit because he felt that these claims were excessive. Complainant has sent training syllabus and various loose leaf pamphlets to FDA.